Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an altitude alarm occurred. The customer's blood glucose level ranged between 150-160 mg/dl. During a follow-up call, it was confirmed the altitude alarm was cleared and insulin deliveries were successfully resumed.